Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change error occurred while loading multiple cartridges. Customer's blood glucose was 266 mg/dl. Customer reverted to using manual injections for insulin therapy.